Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported physical damage on the top of the reservoir. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.